Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that guidewire detachment and unretrieved device fragment occurred. The patient underwent percutaneous coronary intervention (pci). The target lesion was located in the mid-left anterior descending (lad) artery and the diagonal branch. Unknown stents were delivered to the mid-lad and diagonal 2. During the attempt to re-wire the diagonal 2 with a 182cm choice guidewire, the guidewire became wedged under a stent and could not be withdrawn. An unknown balloon catheter was then advanced in an attempt to remove the wire successfully. The tip of the guidewire broke off and remained in the diagonal 2 with some of it in the mid-lad. Flow was preserved at timi-3 grade, and the patient remained asymptomatic. No further issues were reported as a results of this event.